Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 400 mg/dl and treated with shot. The customer reported that they having issued with calibration not accepted and insulin flow blocked alarm. Assisted customer in performing a 5.0u fill cannula. Customer states the insulin did not exit. Advise to run load reservoir with empty pump until piston reaches end of travel. Pump alarmed with no reservoir detected. Customer has a plunger available. Advise to remain d/c and push insulin slowly through the tubing. Customer reports insulin exits the tubing. Advise to rewind the insulin pump. Advise to reinsert reservoir and run fill tubing until at least 5.0u and they observe insulin exiting the tubing or insulin pump alarms. Customer reports insulin exits with the fill tubing. Advise the insulin pump is working as designed. Explained alarm was caused by infusion/ reservoir occlusion. The insulin pump will not be returned for analysis.